Event description:
It was reported the patient underwent surgical intervention where his ipg was explanted. Please note the explant date is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing throbbing pain at the ipg site with stimulation turned off and turned on. The patient also reported burning sensations at the ipg site when stimulation is turned on. X-rays were ordered and the patient was given lidoderm patches for the pain. The patient was instructed to use the patches during charging. Follow-up information revealed diagnostic testing did not reveal any anomalies and the patient will undergo surgical intervention at a future date as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.